Event description:
The pt developed pain in the glabellar treatment site, twenty-four hours after treatment with bovine collagen, which progressed to swelling and redness. The wound is oozing clear exudate and has developed scarring with fissures. The physician has prescribed topical antibiotic cream, oral prednisone, oral valtrex, and administered intralesional cortisone. The nasolabial treatment site is asymptomatic.